Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent prior to use. Device issue: stent dislodgment. It was reported that while opening the package it was noticed that the stent was not on the balloon. Reportedly, there was no patient involvement. No additional event or patient information is avaialble.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the stent delivery system (sds) was not returned. The stent was returned. There was no blood or contrast visible on the stent. The eigth and nineth row of proximal struts were slightly flattened. There was no other damage noted to the stent. A laser micrometer was used to measure the stent outer diameters which were within specification. The proximal outer diameters were oversized. Product performance engineering reviewed the incident information and analysis of the returned device. The analysis confirmed the stent had dislodged from the sds, as only the stent was returned. The proximal portion of the stent was slightly flattened causing the outer diameter dimension to be oversized. It was reported that the stent was not on the balloon when removed from the package. However, based on the damage to the returned stent, it is possible that excessive force was applied when attempting to remove the protective sheath, leading to the stent dislodgement. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. However, without the entire device to examine and with the limited case information, a conclusive root cause cannot be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. Product performance engineering will trend and monitor the incident circumstances. This MDR is considered closed by the quality assurance department.